Event description:
Technician alleged that the head section is not raising. No patient impact.

Manufacturer narrative:
The technician found the head-up valve guide tube was defective. The technician replaced the head up valve guide tube to resolve the issue.